Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (unable to complete functional testing) has been confirmed. As received, ECG d was cut off of the ECG c and d cable. The cause of the test failure is the severed cable and missing ECG electrode. The root cause of the damaged cable is physical abuse. No adverse event resulted from the damaged cable.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the belt was unable to complete functional testing.